Manufacturer narrative:
(B)(6). As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coseal had particulate matter. The event was further described as the polyethylene glycol (peg) solution would not flow out of the syringe due to what appeared to be visible particles in the peg syringes. It was further reported that the customer thought that the solution might not have fully mixed, possibly causing the particles. This occurred prior to patient use, so there was no patient involvement. No additional information is available.